Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that around (B)(6) 2019, their ins hooked on a chair and moved in their body. Pt stated they had to push the ins back into place and they think it may have flipped. Pt stated this caused them a lot of pain and they were unable to charge their device after this happened. The patient was redirected to their healthcare provider to further address the issue.